Manufacturer narrative:
Leak, reagent user-defined cartridge leaked. No injury or exposure reported.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a leaking user-defined reagent from a user-defined cartridge placed in their unicel dxc 800 pro synchron chemistry analyzer. The customer procured caffeine reagent from another company. The customer poured the caffeine reagent into a bec user-defined cartridge (bec part number 758967). After installing the user-defined cartridge containing the caffeine reagent in their unicel dxc 800 pro synchron chemistry analyzer, the cartridge leaked on the upper level of the refrigerator. Per the material safety data sheet (msds) for the caffeine reagent from the other company, the reagent is categorized as hazardous. The reagent contains tris buffer, surfactant, and preservative. The customer did not review the msds. The customer's facility has an exposure control / risk management plan in place. There was no injury or exposure reported by the customer. The customer did not seek medical attention. It was determined that the bec user-defined cartridge was leaking from the bottom seam. The lot number of the cartridge was not provided by the customer. A field service engineer was dispatched to the customer's site. The fse removed all reagent cartridges from both levels of the refrigerator and cleaned and dried the compartments. The fse verified analyzer performance met published specifications. There was no reported impact to patient results or patient treatment associated with this event.